Event description:
It was reported, the setscrew of the implantable neurostimulator (ins) would not tighten sufficiently or any more to hold the lead in place. The torque wrench clicked twice, indicating it was fully engaged. However, the lead was then gently checked to see if it was secure and it came out easily with little effort. A second torque wrench was used, but this did not resolve the issue. The ins was never implanted and different ins was used as a result. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant: product ID neu_wrench_acc, product type accessory. Analysis of the implantable neurostimulator found the setscrew was backed out too far. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.